Event description:
Covidien received a report that during set up, the unit did not provide audible tone.

Manufacturer narrative:
No product return for investigation. A service history record was reviewed and displayed no relevant failure. Device history record will be reviewed, and a follow up will be submitted with results of the review.